Event description:
The customer reported a loss of 12 lead ECG during a pt event. There was no reported negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported a loss of 12 lead ECG during a pt event. There was no reported negative pt impact. The customer evaluated the device. During eval the reported symptom could not be reproduced. Note that there are many factors that influence the acquisition and quality of the leads ECG waveform, including brand and quality of monitoring electrodes, skin prep, and pt movement. The device passed all testing and was returned to service. We are unable to determine the cause of the malfunction as the reported issue was not reproduced during eval.